Event description:
It was reported to baxter (B)(4) an interlink catheter extension set in which an inverted septum was observed. This resulted in a leak during patient use. There were no reports of patient injury or adverse events associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection as well as functional tests were performed. Visual inspection confirmed the septum in the interlink y-site was inverted and a complete hot stamp ring was observed. Therfore, the reported condition was confirmed. An assignable cause could not be determined. A batch review was performed on the reported lot with no deviations found.